Manufacturer narrative:
This information has not been provided. Additional information has been requested. Investigation is ongoing, no conclusion can be drawn at this time. Review of manufacturing records has been requested.

Event description:
An 11mm/130 degrees ti cannulated trochanteric fixation nail broke post-operatively at the slot for the helical blade. Pt was returned to the operating room for removal. Pt was revised to the same part number nail.